Manufacturer narrative:
Getinge became aware of an issue with lucea 50 surgical light. As it was stated, the lamp glass has broken out. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the issue has been solved by replacement of the defective part. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the cover was damaged, resulting in its detachment and it contributed to the event. It is unknown if the device was being used for patient treatment when the issue occurred. Taking into consideration the install base for lucea 50/100 surgical lights, comparing to the number of complained devices, the failure ratio is low. Subject matter expert has investigated the issue. Based on the information provided by the service technician ¿the glass hit the wall¿, the root cause has been established as user error ¿ collision during maneuvering. We believe the related devices are performing correctly in the market. We believe if the manufacturer¿s recommendations included in user manual would have been followed, the issue could be avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 16th september 2021 getinge became aware of an issue with lucea 50 surgical light. As it was stated, the lamp glass has broken out. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.